Event description:
CT scan confirmed obstruction at ofg. The patient will not undergo surgery and will be managed through anticoagulation management with goal inr of 2-3. The pump speed increased to 6000 rpm to try and "push" flow through it. The patient reported feeling light headed when standing, but overall feels "fine."

Manufacturer narrative:
The clinical team did not confirm whether the outflow graft obstruction is due to thrombus. Manufacturer's investigation conclusion: analysis of the submitted log files could not confirm the reported low flow events. A specific cause for the events and a direct correlation to heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. Analysis of the submitted CT images appeared to show darker areas under the outflow graft bend relief; however, a specific cause for this finding could not be conclusively determined through this evaluation. The reported obstruction of the outflow graft could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 5 "surgical procedures" outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years, 4 months. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced 3 low flow alarms and has known outflow graft (ofg) obstruction. The low flow alarms occurred when the patient was standing up and the patient experienced dizziness with low flow alarms. The patient's map was 84, and appeared to be euvolemic or dry on exam. The clinical team suspected the low flows were caused by ofg obstruction. The manufacturer's technical service representative reviewed the log file and observed 116 pi events which overwrote low flow alarms prior to 1:18 am. CT scan confirmed obstruction at ofg. The patient will not undergo surgery. Thrombus will be managed through anticoagulation management with goal inr of 2-3. The pump speed increased to 6000 rpm to try and "push" flow through it. The patient reported feeling light headed when standing, but overall feels "fine."